Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. The customer reported the scope contacts were cleaned with alcohol cv-190 system was powered off/on. The administrator did one more thing on the machine (clv-190) and it fixed the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on multiple evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿b30 errors occurred in combination with more than one scope" was not confirmed but was determined to have been caused by an abnormality in communication with the scope due to foreign body adherence and moisture adherence at the electric junction. Based on the information described on evaluation result, the client checked that the contact point with the scope was cleaned off alcohol and cv-190 was switched back on. From the service manual, it was confirmed that b30 error showed the scope communication error, and it indicated the scope ID data failed (registry error occurred), as generated by foreign body attachment at the electric junction and attachment of the moisture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.